Event description:
It was reported via work order that the fowler would raise when any button was pressed due to malfunctioned cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.